Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and suboptimal transseptal puncture. A mitraclip xtw was inserted, and grasping was performed. However, interaction of the leaflets with the grippers was notices. Troubleshooting was performed, and the clip freed from the leaflets. Grasping was continued. However, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue could not be resolved. Therefore, the clip was removed from the patient. While outside the patient, functional testing was performed, and it was noticed that the gripper was not dropping until the opposite gripper was also being dropped. The procedure was discontinued with no clips implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. The reported clip interacting with anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported clip interacting with anatomy was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.